Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed reported error. Fse noticed the cup transfer assembly (c. Trans assy) would drop down and then chatter trying to return to the home up position. Fse replaced the c. Trans assy, but same error occurred with the new c. Trans assy. Fse then replaced the driver (drv) board, and same error occurred. Fse replaced both the c. Trans assy and the drv board again, and no further errors occurred. Fse checked current adjustment on the driver board, performed alignments for the c. Trans assy, verified operation by performing a dozen cup transfer evaluation tests without any errors. Customer successfully completed quality control run. No further action was required. The aia-900 instrument is performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages, states the following: [4151] c.trans-z home detect error is generated when the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction.

Event description:
A customer reported getting 4151 "cup trans-z home detect error" on aia-900 instrument. Customer stated the arm descends, but will not ascend back up. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for progesterone(progii), luteinizing (lhii) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The cup pickup motor and driver board were returned to tosoh instrument service center for investigation. Functional testing confirmed both parts to be damaged. Parts will be discarded. Device evaluation by manufacturer: the most probable cause of the reported event was due to failure of cup pickup motor and driver board.

Event description:
N/a.